Manufacturer narrative:
The lot was manufactured from may 21, 2021 - may 24, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph and showed two infusors. The first device has a syringe attached to the fill port of the device; the second device has the fill port cap closed on the fill port. There was no evidence of leak shown in the photo. The reported condition is not clearly observed via the provided photograph and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor was broken which resulted in a leak. This issue was identified while filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.